Manufacturer narrative:
The patient weight not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to a local hospital due to gastrointestinal bleed. The patient was on warfarin and aspirin at the time of the event for anticoagulant therapy. Three units of packed red blood cells (prbc¿s) were transfused during the admission. It was reported that the gastrointestinal bleed resolved on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
A specific cause for the reported gastrointestinal (gi) bleeding could not be conclusively determined. The patient remains ongoing on lvad; the product was not available for investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.